Event description:
Patient had gluteal augmentation in (B)(6) 2016, returned to doctor sometime in 2020 (reason unknown) to which an MRI revealed a possible issue with left side implants (see doctors notes for details) the decision was made to replace the implant and in (B)(6) 2020 the replacement procedure was performed. During the removal the left implant it was found to have fractured in multiple pieces. The implant was removed in its entirety and replaced with new implant. The doctor did not save the removed implant but had taken pictures that we were unable to obtain as the office could not find them. Per the doctors progress notes (dated (B)(6) 2020) the patient has done well following the replacement and will continue follow up care as directed. Unable to do any testing or examination of explanted implant as the doctor discarded immediately after the surgery. Dr explanted and replaced implant in question. Followed up with patient on (B)(6) 2020, patient recovering well. Follow up (B)(6) 2020, patient continues to do well per dr. Original implants purchased (B)(6) 2016 (lot # 16-04-003). Replacement implant purchased (B)(6) 2020 (lot # 20-07-041).

Manufacturer narrative:
Patient had gluteal augmentation in (B)(6) 2016, returned to doctor sometime in 2020 (reason unknown) to which an MRI revealed a possible issue with left side implants. The decision was made to replace the implant and in (B)(6) 2020 the replacement procedure was performed. During the removal the left implant it was found to have fractured in multiple pieces. The implant was removed in its entirety and replaced with new implant. The doctor did not save the removed implant but had taken pictures that we were unable to obtain as the office could not find them. Per the doctors progress notes (dated (B)(6) 2020) the patient has done well following the replacement and will continue follow up care as directed. Unable to do any testing or examination of explanted implant as the doctor discarded immediately after the surgery.